Event description:
Red right eye with crusting; sent to the ed and admitted to ICU for cultures and q 0.5 hr vancomycin and tobramycin eye drops. Preliminary testing and exam shows right periorbital cellulitis with no extension into the orbit as well as a corneal ulcer, possibly associated with contact lens use. Cultures pending.